Event description:
It was reported that there was difficulty interrogated the implantable pulse generator (ipg). It was further noted that the elective replacement indicator (eri) should have tripped on the ipg but had not triggered. The ipg was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device met expected longevity with normal depletion.